Event description:
The customer reported that he went to urgent care due to high blood glucose levels greater than 500 mg/dl. The customer stated that she had been treating her blood glucose with the insulin pump and manual injections prior to the event. Troubleshooting was performed, and the customer was not sure if the programming was correct. The insulin pump passed the prime and high pressure tests. Advised the customer to check the programming with his hcp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.